Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching. The customer stated that the user was unable to pull medication from the station which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching. The technical support specialist rebooted the station, and the application successfully launched post-reboot. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.